Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastro videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the complaint investigation, updates to fields d8, d9, h4, and corrections to fields e3, e4, and h6. Based on the results of the investigation, the reported microbial contamination event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where additional potential adverse events were confirmed: adhesive around the light guide lens had wear and there was a gap between the acoustic lens and ultrasound probe. A definitive root cause for the additional reportable malfunctions could not be identified. Based on the results of the investigation, the most likley causes were also not established. The following is included in the device IFU: after using this instrument, reprocess and store it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ ¿if cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument.¿ ¿the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment [¿]¿. Olympus will continue to monitor field performance for this device.